Event description:
It was reported that about four to five days post implant, during a follow up visit, this right ventricular (rv) lead was found to exhibit a drop in pacing impedance measurements that measured within normal limits (wnl) and loss of capture (loc). The patient noted experiencing lower chest pain with ventricular pacing intensified the feeling when in unipolar configuration. Technical services (ts) reviewed daily threshold and impedance measurements report and confirmed the rv lead pacing measurement had decreased from 1000 ohms at implant to 650ohms currently. It was noted that the physician plans on performing xray imaging and scheduling a lead revision procedure in the future. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that about four to five days post implant, during a follow up visit, this right ventricular (rv) lead was found to exhibit a drop in pacing impedance measurements that measured within normal limits (wnl) and loss of capture (loc). The patient noted experiencing lower chest pain with ventricular pacing intensified the feeling when in unipolar configuration. Technical services (ts) reviewed daily threshold and impedance measurements report and confirmed the rv lead pacing measurement had decreased from 1000 ohms at implant to 650ohms currently. It was noted that the physician plans on performing xray imaging and scheduling a lead revision procedure in the future. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was provided that reported, chest xray images were taken and the images showed that the rv lead had perforated. The physician performed a lead revision procedure. The rv lead was repositioned successfully. No additional adverse patient effects were reported.